Event description:
Pacemaker under bsc advisory for high battery impedance initiating safety mode; advisory updated recommending generator replacement sooner than later as risk increases as device ages. Generator changed.